Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. No blank display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an open book image on the insulin pump screen. The customer's blood glucose level was 92 mg/dl at the time of the incident. The customer stated that the insulin pump was dead. The customer stated that they changed the sensor this morning and it had not asked them for a few hours for a blood glucose so they looked at the insulin pump and it was completely powered off. The customer stated that the display was not blank less than 30 seconds and/or did not return and the display was blank currently. The customer stated that the contacts on the battery cap are neither missing nor damaged. The insert battery alarm did not display on the insulin pump screen. The display did not return after the insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.